Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be most likely from various worn electrical components due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery, it was observed that the small battery drive device stopped working in the middle of the surgical procedure without warning. According to the report, the device worked fine while drilling the first hole. After the screw was out in, the surgeon attempted to drill the next hole and nothing happened. It was further stated that there was no noise observed. As a result, there was a twenty minute delay to the surgical procedure. A spare device was not available for use. The surgical procedure was completed by screwing the screws manually. The reporter stated that this was a veterinary case; and there was no human patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that this event occurred (B)(6) 2013; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.